Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was performed for the subject device lot. No issues were found during manufacturing that would contribute to the complaint condition. A product development evaluation was also performed for the complaint helical blade coupling screw (subject device). Two parts belonging to the trochanteric fixation nail system were returned: one helical blade inserter (part# 357.372, lot# 7342578, mfg apr2013), and; one helical blade coupling screw (part# 357.377, lot# 5265483, mfg oct2006). These devices were returned with the complaint that while performing surgery on a right proximal femur fracture the impacting area of the coupling screw broke off and a piece fell on the floor during insertion of the helical blade. There was also some damage to the inserter from back-hitting it.¿ upon receipt of these devices it was seen that the knurled cap of the helical blade coupling screw was not attached to the shaft and the locking shaft is damaged from impaction and cannot be loosened on the alignment indicator of the helical blade inserter. This complaint is confirmed. The drawings for the helical blade inserter were reviewed. The device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. The most recent drawings for the helical blade coupling screw were reviewed as the age of this device is unknown. The returned device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. This complaint against the helical blade coupling screw likely occurred as a result of off-axis hammering, or hammering while the helical blade coupling screw was not fully threaded, and the helical blade inserter instruments subsequently became damaged during the removal process, which likely involved excessive impaction with an alternate instrument given the display of damage. This complaint is confirmed, however the designs of these devices were found to be adequate for their intended uses. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing surgery on a right proximal femur fracture, the impacting area of the coupling screw broke off and a piece fell on the floor during insertion of the helical blade. There was also some damage to the inserter from back-hitting it. A ten minute surgical delay was reported. No medical intervention was required and no parts were left in patient. A back-up system was available and surgery was successfully completed. This report is 2 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Also, a review of the device history record will be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.